Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the reporter: when using the device, the balloon ruptured/deflated. The surgeon looked for any pieces of the balloon inside the patient but did not find any. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding 500cc or more. There was no extension of surgical time 30 minutes or more. A new balloon was used to continue the procedure.